Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 was corrected to product problem. (Adverse event and product problem was checked in previous MDR) section h1 was changed from serious injury to malfunction. Section h6- health effect - impact code was updated.